Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a distal biceps surgery the tightrope button did not hold onto the inserter. It fell off the inserter while inserting. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2260 batch 15353794 was received for evaluation. Visual inspection revealed that the 12 mm biceps bottom arrived separated from the button inserter tip. No damage was noted on the inserter's tip or the button. Functional testing was performed by moving the inner rod with the slide button inserter, and no resistance or issues were found. The most likely cause for the reported failure can be attributed to misuse due to misalignment of the insertion.